Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient reported pain in knee. Surgeon decided to perform a resurfacing of the primary patella due to the progression of the disease. The poly insert was exchanged when surgeon was performing a resurfacing of primary patella. The surgeon performed exchange as a best practice to reduce infection risk. When poly insert was removed, it was noticed that there was a notch/imperfection on the rim of the poly insert. It is not clear if this was caused by impaction or by friction. Update 31 october 2022: the patient had a primary knee replacement some time ago, the patella was not deemed diseased enough to resurface at that point so was left. Then after time the patient complained of pain and it was determined the patella had now become affected by osteoarthritis and needed resurfacing.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection of the returned device confirms that the device was damaged at a posterior edge which is consistent with articulation against hard object. The retaining wire has fractured off. Explantation damage observed on the insert. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: visual inspection of the returned device confirms that the device was damaged at a posterior edge which is consistent with articulation against hard object. The retaining wire has fractured off. Explantation damage observed on the insert. No further investigation for this event is possible. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient reported pain in knee. Surgeon decided to perform a resurfacing of the primary patella due to the progression of the disease. The poly insert was exchanged when surgeon was performing a resurfacing of primary patella. The surgeon performed exchange as a best practice to reduce infection risk. When poly insert was removed, it was noticed that there was a notch/imperfection on the rim of the poly insert. It is not clear if this was caused by impaction or by friction. Update (B)(6) 2022: the patient had a primary knee replacement some time ago, the patella was not deemed diseased enough to resurface at that point so was left. Then after time the patient complained of pain and it was determined the patella had now become affected by osteoarthritis and needed resurfacing.